Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had experienced high blood glucose which was 480 mg/dl and treated it with insulin pen. Customers current blood glucose was 220 mg/dl. Customer was assisted with trouble shoot and found the reason for high blood glucose was bent cannula. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was not active. The insulin pump will not be returned for further analysis.